Manufacturer narrative:
Continuation of d10: product ID a820; lot/serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, dilaudid, and unknown drug via an implantable pump for spinal pain. It was reported that about a week and a half ago, the personaltherapy manager (ptm) 'wasn't working right,' so the patient took it to their healthcare provider (hcp) and they got it straightened out.' Patient stated when the handset was charged and would connect, it would connect in 1-2 minutes total. This was not due to a handset charging issue; 'it would do all this stuff and was not working right. The other day' at the hcp office, 'it would blank out and not work.' They were seeing 'no device found. ' agent assisted the patient in closing out of all running applications. They were able to successfully connect and deliver a bolus. The patient later stated they were not sure if they received a bolus as they were seeing a 55 min lockout, but it was reviewed that meant the bolus was delivered. The patient later called in stating the handset went blank and unresponsive again. It was working perfectly until sunday, then it quit working but was working today at the hcp. They get a message to close the app. Patient services assisted them with resetting the handset and then they tried to connect but it took a long time to connect to the pump. They were assisted with clearing the data. The issue was resolved through troubleshooting..